Event description:
It was reported that the vns patient¿s device had ¿stopped working¿ approximately six months ago and that the patient¿s depression had returned. The patient subsequently required electroconvulsive therapy for his increase in depression. No further information relevant to the event has been received to date. A battery life calculation using the available programming history showed approximately 2.4 years remaining.

Event description:
Additional information was received that the patient was planning to undergo a vns re-implant surgery. No known surgical interventions have occurred to date.

Event description:
On (B)(6) 2016 it was reported that the patient underwent replacement surgery that day. The re-implant was stated to be due to battery depletion, unable to interrogate due to battery depletion. The device was discarded after surgery and is unavailable for analysis.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Additional information was received that the patient believes his vns generator has a depleted battery as he can no longer feel stimulation and has had an increase in depression. The patient' psychiatrist also believes the generator is depleted, although this has not been confirmed through diagnostics. No additional relevant information has been obtained to date.